Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020 the battery failed the test during the annual performance verification test (pvt) and was replaced. For the occlusion safety valve open, the tech support helped narrow down the issue to either the printed circuit board (pcb) sensor board or the three-valve solenoid. The customer confirmed that it was determined to be beyond economical repair and was removed from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
The customer reported an error consistent with occlusion: safety valve open alarm logged, flashing battery light. The was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The remote manufacture service technician discussed the diagnostic error consistent with occlusion: safety valve open alarm. The unit has passed performance verification testing. The remote manufacture service technician advised to replaced the battery to address the flashing battery light emitting diode (led).